Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. Philip's field service engineer (fse) evaluated the unit onsite and verified the reported condition. The fse replaced the power management (pm) printed circuit board (pcb) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 23dec2018. The power management (pm) printed circuit board assembly (pcba) was received at philips for evaluation. Visual inspection revealed no signs of damage or contamination. The pm pcba passed all testing and there was no product deficiency found.